Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with automated impella controller instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings "to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position." "Physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance."

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. It was reported that the patient was rolled while attempting to place hypothermia cooling pads on the patient early this morning. The patient was rolled and the impella rp was subsequently pulled from the (pa) pulmonary artery. A chest x-ray showed the outlet of the impella rp in the ra (right atrium). The physician decided that with the patient's condition, they would rather not move them to replace the pump. The rp was pulled and a mattress suture was placed on the access site. It was noted that the patient was withdrawn from care and expired.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.